Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) level reading was "high", specific value was not provided. Customer administered a manual injection to address bg. Reportedly, alarm was cleared and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.